Event description:
During the device evaluation, the cysto-nephro videoscope exhibited a detached bending section at the distal end of the device. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed bending section tip detachment could not be determined, however, based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests probable causes are damage or deterioration of parts due to stress as a result of wear and tear and or external factors, without any design or manufacturing issue. The most probable cause of the issue is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.